Event description:
The manufacturer received information from a third party service center alleging a device failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The device was returned to the manufacturer and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.